Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if the device was immersed in detergent solution. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free gauze, brush, or sponge.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle had presence of foreign material. This is attributed to failure to clean adequately. Other observation for the device: due to damage on up/down knob, water tightness is lost; adhesive of distal end rubber coating (a-rubber) has a chip; electrical connector has corrosion due to water leakage; connecting tube has discoloration; and forceps elevator lever, up/down knob, distal end cover (c-cover), light guide cover glass, scope cover, switch box, right/left knob, scope connector, universal cord, grip, control unit, connecting tube have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of air leaks from operation part. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that the device nozzle had presence of foreign material. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material found in the device nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.